Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: koper mc, spek rwa, reijman m, van es em, baart sj, verhaar jan, bos pk. Are serum cobalt and chromium levels predictors for patient-reported outcome measures in the asr hip resurfacing arthroplasty? Bone joint j. 2023 jul 1;105-b(7):775-782. Doi: 10.1302/0301-620x.105b7.bjj-2022-1359.r1. Pmid: 37394959. Objective/methods/study data: the aim of this study was to evaluate an increasing serum co or cr levels as a predictor of a deteriorating harris hip score (hhs)33 and hip disability and osteoarthritis outcome score (hoos)34 in patients with an asr-hra. Between october 2006 to 2010, a total of 63 asr hras (62 patients) with a mean age of 48.1 years (22.0 to 63.0) were evaluated. There were 32 male and 31 females in the study. The follow-up period was 10 years. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: articular surface replacement (asr; depuy). Adverse event(s) and provided interventions possibly associated with unk hip femoral head metal asr (qty.11). 11 patients had an adverse reaction to metal debris (armd) ; revision surgery was the intervention. Adverse event(s) and provided interventions possibly associated with unk hip acetabular cup asr (qty.15). 11 patients had an adverse reaction to metal debris (armd) ; revision surgery was the intervention. 2 patients had an acetabular fracture; revision surgery was the intervention. 2 patients had an aseptic loosening; revision surgery was the intervention. Adverse event(s) and provided interventions possibly associated with unk hip femoral stem (qty. 2) 2 patients had an aseptic loosening; revision surgery was the intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. Device history batch: null. Device history review: null.